Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms could not be cleared on the novum iq large volume pump. The pump was infusing fluid slowly and kept beeping upstream/downstream occlusion. This was observed during use in the pediatric hematology oncology department. The infusion was switched to another pump with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.